Event description:
It was reported that the patient has had an increase in falls since her generator was replaced. It was noted that she fell 9 times within 3 weeks and the sister is concerned that the falls are due to the settings on the new vns device. The patient was kept overnight in the hospital due to a fall. Information was received from the physician that they have not seen the patient since before the replacement, therefore no assessment could be provided on the events. No other relevant information has been received to date.